Event description:
I went to the hospital on july 30 and august 31 to get x-rays done but believe the machine had malfunctioned or had been hacked and delivered to high of a dose of radiation to me. This caused many side effects like damaged blood vessels in my balls and concussion like symptoms, trouble sleeping, vomiting, tingling, pain in balls, blurry vision, hair loss, redness in skin, slurred speech and auditory hallucinations like ringing, and nausea and confusion. They claim the machine is not capable of high doses of radiation and its not possible and think that the injury is unrelated but so I had to report it to the safety officer of the hospital. I now have another doctors appointment scheduled instead. Health code: 1994; 2144; 2137; 1877; 4415; 1840; 4428; 2553; 1970. Device code: 4001. Reference report: mw5175857.